Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00198 and 3013450937-2022-00199.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.